Event description:
It was reported that the expiration date on the packing slip and on bd phaseal¿ optima¿ infusion adapter (c100-o) did not match. The following information was provided by the initial reporter: "we have an error with the printed expiry date on an optima product. Cardinal health has attached photos. I have also taken a screen shot of the expiry date in our system. "

Manufacturer narrative:
Investigation: two photo samples were provided for investigation. After reviewing the photos, the expiration date listed on the product labeling is different that what is reflected on the packaging slip. The expiration date for c100-o is eleven months from the date of manufacture. Reviewing the device history records, the date listed on the label , (B)(6) 2019, is accurate. It was determined this issue is a result of an error in our product housing system, sap. The profile for this product was not configured accurately, resulting in the issue reported. The information has been corrected in the system and the expiration date for phaseal optima lots were reviewed to ensure no other lots were impacted by this issue.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the expiration date on the packing slip and on bd phaseal¿ optima¿ infusion adapter (c100-o) did not match. The following information was provided by the initial reporter: "we have an error with the printed expiry date on an optima product. (B)(6) has photos. I have also taken a screen shot of the expiry date in our system."